Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhoea, pelvic pain female and uterine fibroid. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine prolapse ("symptomatic uterine prolapse"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and uterine prolapse outcome was unknown. The reporter considered medical device removal and uterine prolapse to be related to essure. The reporter commented: the patient had failed medical therapy (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhoea, pelvic pain female and uterine fibroid. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine prolapse ("symptomatic uterine prolapse"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and uterine prolapse outcome was unknown. The reporter considered medical device removal and uterine prolapse to be related to essure. The reporter commented: the patient had failed medical therapy (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.